Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. The instrument was checked for recognition on an in-house si system. The system successfully recognized and engaged the instrument on multiple attempts and on different arms. The pogo pins were not stuck or contaminated. Failure analysis was unable to replicate the recognition issue. Failure analysis also observed that the pitch cable was broken at the wrist. The cable segment that contained the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure the pk dissecting forceps instrument was not recognized by the system. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.